Event description:
It was reported that the patients implantable pulse generator (ipg) was implanted near the spine and had become increasingly uncomfortable. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction suspected. The explanted device will not be returned.